Event description:
Latitude remote check alert on (B)(6) 2017 states "possible device malfunction". This device is just under four months old. Boston scientific technical services were contacted, diagnostics were run, and results showed rapid battery depletion and recommended device change out within one week. Previous check on this device was done on (B)(6) 2017 and battery was at 100 percent capacity.